Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 500 mg/dl. The first one did not work at all, the second stayed on for only 30 minutes and the third one worked. Customer corrected high blood glucose with bolus and manual injection and still it did not go down and declined troubleshooting for it. The device will not be returned for analysis.